Event description:
It was reported to boston scientific corporation in 2007 that a cre balloon catheter was used during an esophageal dilatation procedure performed the day before (patient gender, age and weight are unknown). According to the complainant, after physician placed the balloon down that channel and began to inflate, the balloon ruptured. The physician then removed the balloon. The procedure was completed with another cre balloon catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
No consequences or impact to patient. Balloon rupture. The device was returned for evaluation along with the stopcock. Visual examination of the returned device revealed that the balloon was found to be torn longitudinally. The cause of the reported malfunction could not be determined, although may be related to operational context since the balloon may have contacted a sharp exterior source during surgery. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.